Manufacturer narrative:
The insulin pump had no act or up arrow button response due to corroded keypad traces. No battery out limit anomaly could be verified due to the unresponsive button. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and stripped battery cap threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that her insulin pump alarmed with a battery out limit. The patient's blood glucose at the time of incident is unknown. The customer does not recall any significant events leading to the keypad issues. Troubleshooting was initiated for the button error alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.